Manufacturer narrative:
Sections with additional information as of 22-apr-2020: d4: lot number added. Expiration date added. H6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated he spoke to physician on (B)(6) 2020. The physician instructed customer that lack of exercise can be happening with customer. Since that conversation with physician, customer stated feeling better and did seek a podiatrist but did not disclose when he saw podiatrist. Customer was not hospitalized.

Event description:
Consumer reported complaint for high blood glucose readings accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of fatigue. Medical attention is reported as a result. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.